Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet tmj system right narrow mandible component catalog #: 01-6545 lot #: 036530a, zimmer biomet tmj system left narrow mandible, component catalog #: 01-6546 lot #: 818910a, zimmer biomet tmj system small right fossa, component catalog #: 24-6562 lot #: 011490a, and zimmer biomet tmj system small left fossa, component catalog #: 24-6563 lot #: 017730b. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00370, 0001032347-2023-00371, and 0001032347-2023-00373.

Event description:
It was reported that the patient underwent bilateral tmj replacement surgery approximately two years ago and is still experiencing pain. Attempts have been made and no further information has been provided.